Event description:
Originally returned as "jammed with wires." Upon eval, it was found to be shooting straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to normal wear and wire being jammed in handle.